Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The lens was returned on a surgical sponge in a plastic bag. Solution was dried on the lens. The optic was cut across the middle of the lens from edge past center, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge with an unspecified handpiece and a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal company 21.0 diopter, add power +2.2 & 3.2 lens was exchanged for a 20.5 diopter non-company multifocal lens. The exchange for a 0.5 higher diopter difference lens may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure , the patient was not satisfied with the quality of vision and was not able to see the distance. The lens was exchanged for non company lens 4 months following the initial procedure. Additional information has been received that symptoms were resolving and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).